Event description:
During large piecemeal polyp removal in endoscopy, part of the snare handle broke (the part of the snare that is outside the scope). The snare tip was around part of the polyp, handle used to tighten the snare down, cautery applied by md and the tech squeezed the snare handle to cut the polyp per the usual process. When done, part of the handle broke. The md was able to maneuver the snare tip off the polyp site and out of the scope. There was no harm to the patient and no misuse or human error. A second snare was used for rest of procedure without difficulty.